Manufacturer narrative:
Product event summary the full lead was returned and analyzed. There were no anomalies found. It was visually noted that there was implant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the left ventricular (lv) lead showed diaphragmatic stimulation and easily dislodged. After several attempts, the lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.